Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the implantable cardioverter defibrillator (ICD) was undersensing on the ventricular channel resulting in psuedo-psuedo fusion. Programming changes were implemented. The patient was in stable condition.